Event description:
It was reported that non-sustained rv lead noise episodes were stored due to sensing latency and intermittent undersensing on the discriminator channel. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.